Manufacturer narrative:
Product ID 3093-28, lot# va04h0k, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and loss of bladder control. The patient was urinating more frequently and had spasms, which were the reasons she got the therapy. The patient noted that her symptoms returned ¿about one week ago.¿ at the time of the report, the patient could barely feel the stimulation, but noted that she did fall right on the device ¿a couple days ago.¿ the patient stated that the nurse checked it out on (B)(6) 2013 and left, but did not really know much about the device. The patient thought she got used to the stimulation sensations so she wanted to try increasing the stimulation. The patient was unable to adjust stimulation because, the upper limit was reached. The patient¿s hcp never gave her direction on when or how to change the programs. The patient had an appointment scheduled to see her hcp for (B)(6) 2013 and wanted to speak to the hcp before changing anything. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #3004209178-2013-20881 for the patient¿s shocking issues with the same device.